Event description:
The patient reportedly experienced a decrease in performance. Programming adjustments were made, however, the issue was not resolved. Testing revealed the device is functioning within specifications. The patient was also experiencing tinnitus. The patient's device was explanted. The patient was reimplanted with another cochlear implant.